Event description:
Boston scientific received information that this patient implanted with this pacing system developed an infection. The lead was explanted and replaced with a new right ventricular (rv) lead.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.